Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button errors alarm. The customer blood glucose level was unknown. Customer also stated that cracks and knicks on screen of pump also random unexplained no delivery alarms. The insulin pump will be returned for analysis.